Manufacturer narrative:
The product is expected to be returned for analysis but has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Without the return of the product, it is not possible to determine if damages or defects exist on the product, nor can any manufacturing nonconformance, failure mode, root cause, or potential contributing factors be identified. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that an aiqs85 acumen sensor was reading pressures over 100 points systolic difference to their brachial nibp cuff. They were concerned with this discrepancy and then switched out the acumen sensor to a standard edwards arterial line transducer. The new transducer was then correlating with the nibp cuff and not 100 points over like the acumen sensor was. The patient with falsely elevated blood pressure per the acumen reading being treated with vasodilator therapy was found to have hypo-perfusion resulting in lactic acidosis.